Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on unknown date. Blood glucose reading was 611 mg/dl. At the time of hospitalization blood glucose level was 311 mg/dl. The customer experienced weakness, vomiting headache symptoms due to high blood glucose. The customer treated high blood glucose by visited in emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.